Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Also, we are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient was wearing a pod on the leg for approximately 49 to 71 hours when a localized infection at the pod site (leg) was observed. The legal guardian (lg) removed the pod due to concerns of infection. Upon removal, the site was described as swollen, red, hard, and lumpy, with minor bleeding and a small amount of purulent discharge. In addition to the pod-site findings, the patient developed rashes and blisters on other areas of the body where a pod was not worn. Due to these symptoms, lg sought non-emergency medical evaluation at a hospital on (B)(6) 2026, to determine whether the skin findings were related to pod use. During the visit, a healthcare provider examined the infected pod site; however, no specific diagnosis related to the pod site infection was provided. A swab was taken from a blister located on another area of the body, not from the pod site, and test results were pending at the time of reporting. The healthcare provider prescribed cephalexin, to be taken three times daily for seven days. Medical assistance was required, and the duration of the visit was approximately 30 minutes. No information was provided regarding blood glucose changes. At the time of the hospital visit, the patient was wearing a new pod without reported issues.